Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set issue on (B)(6) 2026. The patient reported adhesive not sticking on second day of insertion during shower. No further information available.